Manufacturer narrative:
In addition to returning the position sensor unit for investigation, the o-arm imaging device was evaluated at the site and no issues were found.

Event description:
During a spine case, the customer alleged that they were 2.3 mm off within the anatomy. The pt was not affected during this event; however, investigation found posterior sensor unit to be out of calibration which can contribute to inaccurate navigation.